Event description:
Adverse event(s): "no pt involved" (no pt involvement). Product problem(s): "high voltage" (output energy incorrect). Technician reported high voltage, as shown by system message. No pt was involved. No injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).